Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('improperly placing one of the coils which caused it to fall into her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), procedural pain ("procedure being very painful"), abdominal distension ("painful bloating"), diarrhoea ("diarrhea"), weight loss poor ("inability to lose weight") and irritability ("irritability"). The patient was treated with surgery (awaiting hysterectomy). At the time of the report, the device expulsion, abdominal distension, diarrhoea, weight loss poor and irritability outcome was unknown. The reporter considered abdominal distension, device expulsion, diarrhoea, irritability, procedural pain and weight loss poor to be related to essure. The reporter commented: is now awaiting hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('improperly placing one of the coils which caused it to fall into her uterus'), weight loss poor ('inability to lose weight'), procedural pain ('procedure being very painful'), abdominal distension ('painful bloating') and diarrhoea ('diarrhea') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion, procedural pain, abdominal distension, diarrhoea, weight loss poor and irritability ("irritability"). At the time of the report, the device expulsion, abdominal distension, diarrhoea, weight loss poor and irritability outcome was unknown. The reporter considered abdominal distension, device expulsion, diarrhoea, irritability, procedural pain and weight loss poor to be related to essure. The reporter commented: is now awaiting hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.